Event description:
It was reported that the site's wand had a short and was unable to be used. When the physician shook the cord, it would work for a second. Troubleshooting was performed, but the problem persisted. Product was returned to the manufacturer for analysis. Upon analysis, it was found that the battery cable had an intermittent connection at the positive battery connector; thereby, causing intermittent power to the device. After the positive battery cable connection was secured, the device performed according to specifications. No other anomalies were noted with the device.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.